Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.5/1.5/089 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was exchanged with a longer length lens; and implanted vertically. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).